Manufacturer narrative:
(B)(4). This is a report of a system error 2240 caused by a solution bag falling and disconnecting due to the bag not being secured by the user. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device during fill three of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered that the patient did not have one of the supply bags secured, causing it to fall and disconnect from the supply line. The technical service representative reviewed proper procedures, per the user manual, with the care giver and assisted them in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.